Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the coil shim at the outflow of the oxygenator is not wrapped around the oxygenator connection and is kinking. The customer has reported that this has happened several times. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did not receive the actual device; however, a visual investigation of the specification, production photos, and references used during assembly of the device confirmed the complaint. The root cause of the event is that the spiral wrap not placed over the oxygenator connector. The pack has since been revised. Terumo will monitor for future issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).